Event description:
While attempting to convert a pt's heart rhythm (age & gender unk) the device failed to pace. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.